Manufacturer narrative:
Device malfunction is suspected.

Event description:
Reporter indicated that the patient's device was inadvertently turned off for about a month and his seizures increased in the number of seizures equal to pre-vns therapy and were more "violent". The patient's treating physician reported he believed the patient's device was turned off by the security system at the airport and that the patient's seizures have been at pre-vns baseline levels or below and does not remember the seizures to be worse than before vns therapy in intensity. The patient's device was reprogrammed on by the treating physician. Good faith attempts are being made for more information.